Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was not impacted. The customer was to contact their healthcare provider in regards to obtaining back up therapy. The customer declined a follow up from tandem technical support to ensure back up therapy was obtained.